Event description:
On august 21, 2006 the lay user/patient contacted lifescan (lfs) alleging the one touch profile meter was giving the error message 'not enough blood'. On august 24, 2006 the medical affairs specialist (mas) spoke with the patient to obtain and verify information. For approximately three to four weeks, the patient occasionally obtained the error message 'not enough blood' on the reported meter, despite proper sample size and testing technique. In 2006, at 10:30am, prior to his first insulin dose, the patient obtained the error message 'not enough blood' multiples times on the reported meter; he did not obtain a blood glucose reading. According to the owner's booklet for this meter, the meter will display the error message 'not enough blood - retest' if the blood sample was too small or smeared, the test strip was fully insterted or if the meter's test area was covered when turned on. Following the use of the meter, the patient took his usual dose of insulin, 35 units 70/30 insulin. At 9:30 pm the patient experienced the symptoms of dizziness and not making sense when speaking. The patient took no action to treat these symptoms. The patient's sister contacted emergency services. The paramedics transported the patient to the emergency room, where his blood glucose level was tested to be 48 mg/dl. The patient was treated with food. His blood glucose level was 224 mg/dl upon discharge from the emergency room. On the day of the event, the patient had eaten very little, as the temperature was very hot. He had had only a glass of milk for breakfast. The patient had taken his normal doses of insulin, 35 units 70/30 insulin at 10:30 am and 15 units at 5:00 pm. The patient does not adjust his insulin dose. The patient also takes the oral diabetes medication glyburide 5 mg twice per day. On the day prior to the event, the patient had been able to test his blood glucose level once during that day, and obtained a result as expected, approximately 120 mg/dl. The patient was unable to provide the specific result. The customer care advocate (cca) determined the patient's testing technique was correct. The error message issue was resolved with troubleshooting. The meter was replaced. The patient had been unable to obtain a blood glucose reading on the reported meter due to the error message; he became hypoglycemic following his insulin doses and litle food, and received emergency medical attention and treatment. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned. Lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.